Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which was included in the shortened replacement window advisory (B)(6) 2007, population product advisory was initially communicated on (B)(6) 2007, had a monitoring voltage of 2.57 volts after (B)(6) months of implant. The voltage measurement at middle of life 2 (mol 2) was unknown. A boston scientific crm technical services consultant recommended following the device monthly, as it was unsure whether the device was exhibiting the advisory behavior. A save to disk was sent in for analysis. To date, there have been no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Analysis of the save to disk indicated that 2.65 volts was reached after 26 months of implant. Therefore, this device was confirmed to be exhibiting the advisory behavior. No additional information is available at this time. If additional information becomes available the event will be updated. Approximately two years later this device was explanted and returned for analysis. Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.